Event description:
Orig surg. In 2000. Allegedly pellets "leaked out". Had to be cleaned out and replaced with antibiotics. Calcaneous fracture or carcinoma. Used tubular/fibular grafts. Removed due to excessive drainage and possible infection.